Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description is not confirmed. The samples were not returned, without a sample for evaluation a definitive root cause cannot be determined. At the vendor facility, during the manufacturing process, fibers are repeatedly bent and coiled and there is a final visual inspection performed with a hene laser to check the entire fiber length for defects prior to shipment. During the packaging step, the fibers are inspected for damage. It is unlikely that the fiber was fractured prior to packaging. The most likely root cause to this event is due to handling after the device left the angiodynamics facility. The device history records for the lots obtained through the ship history report (packaging lots) were reviewed. The review confirmed that the packaging lots met all material, assembly, and performance specification. Labeling review: the directions for use which is supplied to the end user with the reported catalog number contains the following statement "prior to and during use, avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a radius of 60mm". A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A territory manager reported an end user experienced an issue with a pvak -- 400 micron fiber. During the procedure, it was noted the pvak fiber was emitting energy not from the tip as normal, but 1-2 cm behind/below the tip. The procedure was completed with no report of patient harm or injury due to this event. It was indicated the reported device is available for return to the manufacturer for a device evaluation.

Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
Additional information was provided. Event description has been updated. A territory manager reported an end user experienced an issue with a pvak- 400 micron fiber. During the procedure, it was noted the pvak fiber was emitting energy not from the tip as normal, but 1-2 cm behind/below the tip. Additional information reported: the physician used the fiber not knowing the energy was not coming from the tip. He used the fiber measured to the sheath and was slowly pulling the laser out. Once the fractured part was out of the body dr. Mustapha grabbed the sheath to continue to pull the laser back and felt heat from the fractured portion of the fiber(through the sheath). This is when it was noticed the fiber was broken. The procedure was already relatively finished. It was also confirmed the sheath was melted and burnt. There was no patient harm or injury due to this event.